Event description:
Per the clinic, the patient experienced an electrode extrusion and subsequently underwent a repositioning surgery under general anesthesia on (B)(6) 2024. The implanted device remains.